Manufacturer narrative:
Product complaint #: (B)(4). Batch # r5ah6m. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45b cartridge reload loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure the stapler would not open after firing the device once. It is unknown how the procedure was completed and there were no patient consequences reported. There is no additional information.